Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had a beep anomaly. Customer reports they did not hear the differences between the two audio beep volumes 1 & 5. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the insulin pump history due to broken pin 6 trace on keypad assembly.